Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The pump had higher than expected residual volumes. Factors that may have led or contributed to the issue was the pump was flipped. No diagnostics/troubleshooting was performed. Surgical intervention was scheduled for (B)(6) for a catheter revision. The issue was not resolved. Patient status was alive - no injury. Patient weight and medical history were asked and will not be made available.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-8, lot#: n510764, UDI#: (B)(4), implanted: (B)(6) 2016, product type: accessory. Product ID: 8780, serial#: (B)(4), UDI#: (B)(4), implanted: (B)(6)2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-8, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: accessory. Product ID: 8780, lot/serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the they could not access the pump initially and when they did there was 20ml of medication left so it was assumed that the flipped pump occluded the catheter. It was reported that the catheter was twisted multiple times from the pump flipping. The hcp replaced the pump segment of the catheter and the pump. It was stated that post surgery they were able to aspirate, no motor stalls were in the logs, and the system was primed and started at half of the dose (morphine 2.5 mg/ml at 0.125 mg/day). It was noted that the devices would be returned once released by the facility. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine, 1.5 mg/ml concentration at 0.2399 mg/day dose via intrathecal drug delivery pump for spinal stenosis and spinal pain. It was reported that the patient's first refill after implant was in (B)(6) 2016. Patient stated at that appointment they noticed the pump had flipped. Patient stated she had to have surgery a couple months later. Patient stated the healthcare professional (hcp) fixed and reattached the pump. The patient stated when she went last week to her pump refill the pump had flipped again. The patient stated before she knew the pump flipped she got real sore. Patient stated her skin got sore around the pump. Patient stated she put a patch on it and the soreness went away. Patient stated now it was sore again because she was leaning over. The pump was flipped back by a nurse and it did not hurt at all. Patient had surgery in feb 2017 to anchor the pump back down after the first flip. No further complications were reported.